Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device became unresponsive with repeated screen damage, and a replacement ilet was shipped while the original was returned. Symptoms included transient hyperglycemia with a reported peak around 200 mg/dl for approximately 30 minutes without ketone testing, back-up therapy, medical intervention, or immediate health effects. Outcomes included device replacement and user guidance on shutdown, data sync, and startup for the replacement unit. Investigation included collection of device return and review of device performance and handling history and inspection of the returned device . Investigation of this device revealed device hardware damage to the display/screen with a malfunction consistent with unresponsiveness; the patient¿s blood glucose was affected but self-resolved without clinical sequelae. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the screen with unresponsive device behavior.